Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not properly charge battery packs) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board and the q1 component was shorted on the bedside board. The cause of the inability to charge the battery packs is the contamination and shorted component. The cause of the shorted component is the contamination. The root cause of the contamination was the ingress of an unknown liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll indicating that a patient's charger was not properly charging the battery packs.